Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging there was "red ink" on the bottom of her one touch ultra test strips. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged issue was discovered at 9:00am on (B)(6) 2011. The cca was told by the patient that she was not taking any medication to manage her diabetes at the time the issue started. It is not known if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. On an unspecified time, the patient claimed she developed a "cold sweat", but was unable to recall if the onset of the symptom occurred prior to or after the alleged issue began. However, the patient reported treating herself with food and/or drink 1 ½ hours after the alleged issue started. At the time of troubleshooting, it was noted that the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly treated herself for symptoms suggestive of a serious injury after the alleged issue began.